Event description:
"While performing laparoscopic vaginal hysterectomy with bilateral salpingectomy, the ligasure blunt tip laparoscopic sealer/divider quit sealing the tissue after a couple of uses- we got a new ligasure and it worked fine."